Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in spain. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a product within a loaner kit arrived broken at the distributor facility. The damage was identified upon receipt of the loaner kit. There was no patient involvement. Attempts have been made and no further information has been provided.